Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The patient was doing well postoperatively. All explanted device components were discarded by the facility. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2016 block d6b: explant date: 2016. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 13486435/13866908/(B)(6).